Event description:
The user's hearing performance with the device was affected. According to a CT scan from (B)(6) 2024 the floating mass transducer (fmt) dislocated from the stapes, where it was initially placed. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient's performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling, which occurred as consequence of a post-operative migration of the floating mass transducer (fmt). This is a final report.

Event description:
The user's hearing performance with the device is affected. The user will undergo a revision surgery to re-position the fmt and to clean around the conductor link. The surgery is planned on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.